Manufacturer narrative:
Analysis of lead model 3387s-40, lot # v798124, determined the distal end of the lead was bent new out of box. The continuity was acceptable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the healthcare provider was preparing to place the lead when the hcp noticed a slight bend on the distal end of the lead. The hcp decided not to use the lead due to the fact it would not mirror his targeting. The lead was opened but not used during the procedure. Additional information has been requested, but was not available as of the date of this report.